Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that on (B)(6) 2015 the patient experienced elevated blood glucose (bg) over 500mg/dl with extreme drowsiness, extreme thirst, excess urination, symptoms of dehydration, and moderate ketones associated with an inaccurate delivery issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. Customer technical support reviewed the pump with the reporter and it was noted that the basal delivery totals in the total daily dose history did not match the active basal program total and there was no known cause for the variation. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a basal delivery discrepancy.

Manufacturer narrative:
Follow-up #1: date of submission 11/11/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the total daily dose history indicated that the pump was in use for 10 days: (B)(6) 2015. The basal segment programmed by the user on date of the complaint, (B)(6) 2015, matched the total daily dose basal deliveries. The basal segment programmed on (B)(6) 2015 did not match the current basal segment. The basal history indicated that the programmed basal segments were manually changed by the user on (B)(6) 2015. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.